Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the bipolar energy cable involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that the bipolar energy cable had poor connection and burned in connection. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar energy cable was analyzed, and the findings did not replicate or confirm the customer reported event. The reported event with the accessory could not be replicated nor confirmed. The monopolar cautery cable was installed on our in-house system and tested with an in-house instrument and was recognized; the energy delivery was performed and passed the test. No product issue was identified. The maryland bipolar forceps instrument was not confirmed or replicated. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the thermal damage was first observed intraoperatively when bipolar energy stopped. There was no arcing observed and no patient injury. The surgeon believes that maybe a wet connector caused the issue. Customer is unsure if the cord was inspected before the procedure; however, it was replaced.

Event description:
Refer to h11 for follow-up information.